Manufacturer narrative:
B3: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that the stent fractured occurred.a 5 x 60 x 130 innova stent self expanding was selected for use. During the procedure, the stent was deployed, however, the device fractured during deployment and was retracted and removed from the patient. A replacement innova stent was then used, but the same issue occurred. A third innova stent was subsequently opened and deployed successfully, allowing the procedure to be completed. There were no patient complications as a result of this event.